Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm medium large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) did not replicate nor confirm the customer reported complaint. The medium large clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument grips opened and closed properly. The instrument passed the clip test. There was no problem detected. A review of the instrument log for the medium large clip applier (470327-12/n11210322-0224) associated with this event has been performed. Per logs, the medium large clip applier instrument was last used in a procedure on (B)(6) 2021 on system (B)(4). The alleged instrument had 50 uses remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the last procedure was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument jerked/moved in an unexpected way when clipping was attempted). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium large clip applier instrument jaws would not close smoothly. One side of the instrument jaws would not move, then suddenly jerked closed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.